Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main enhanced half height drawer 2.1 failed to recover. The field service engineer (fse) reseated and inspected all station cables. All slide bumpers were checked, and a damaged slide bumper was found on main 2.1. The defective bumper was replaced successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a failed hardware message was displayed. The customer attempted to recover the failed drawer; however, the system continued to indicate that maintenance was required. The customer performed troubleshooting by rebooting the station, attempting drawer recovery, unplugging the power cord, waiting 2¿5 minutes, and reconnecting the power plug; however, these efforts were unsuccessful, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.